Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a defective safety slide clamp. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection revealed a damaged safety slide clamp. The cause of the condition was not determined. The safety slide clamp was replaced to resolve the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.